Manufacturer narrative:
The suspect suction was returned to the manufacturer for evaluation. Testing found that the divot error during verification was too high due to a bent instrument tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision occurred with the straight suction after verification. The surgeon elected to compensate for the imprecision and continue with the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.